Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left ventricular (lv) lead alert triggered and a x-ray revealed the lv lead had dislodged into the right atrium. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.